Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a failed battery test alarm, bad battery alarm, low battery alarm, and battery out limit alarm on the insulin pump. Customer's blood glucose was unknown. The customer reported the failed battery test alarm recurred with a replacement battery cap. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump monitored for several days and no low battery alert, failed battery test, bad battery or battery out limit alarms occurred during our testing. The operating currents are normal. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.